Manufacturer narrative:
Result: potentiometer lost height limits. Conclusion: reset limits.

Event description:
It was reported by service report that the headend was stuck at high height. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.